Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings are worn out and no longer in axial alignment. It was determined that this caused vibration and would not allow for the insertion of the cutter device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn damaged bearings which were no longer in axial alignment due to normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly..

Event description:
It was reported that the bearings of the attachment device were worn, which caused vibration during drilling. The event was not reported to have occurred during a surgical procedure. It was not reported that a delay was caused by the event, or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. The exact date of the event was not reported. If additional information should become available, a supplemental medwatch report will be submitted accordingly.